Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to deterioration of head unit, a foggy image occurs. In addition, the following malfunction were identified: deterioration of head unit, deposit on head and coupler units and water leak in coupler unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the autoclavable camera head had an image issue. The issue was found during inspection for use. There were no reports of patient harm.